Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the tsw35, during the ist firing , the mechanism within the device, felt rough, but as the firing had started, the surgeon continued to fire the stapler. After firing, the handle of the device had to be pried open with both hands to allow the instrument jaw to open, while pushing the rear button. After 1st firing there was arterial bleeding at the proximal end of staple line and this was occluded using an er320 (3 clips were used). The 2nd firing appeared normal, but the 3rd and 4th firings (2nd side of broad ligament) again there was a feeling of roughness in the mechanism. Following removal of the stapler, it was clear that the staples on the utrine side had not not been formed (the cartridge being returned for analysis) the pt was thin and care was taken not to put to much tissue in the instrument jaws ( no clips, etc, were present to prevent/effect firing).